Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The device was to be retrieved. Upon retrieval, it was confirmed that the device had fractured where the primary strut enters the collar. Upon retrieval, the connection point between the secondary strut and primary strut fractured and remained in the caval wall. It is believed that a portion of the secondary strut remains in the caval wall. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.